Event description:
It was reported that on an unknown date, a amplatzer guidewire was chosen for a procedure. During procedure, it was noted that the wire tip got unraveled and could not get out of versacross sheath for transeptal.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.